Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent minimum fill notifications occurred after filling the cartridge with 150 units of insulin. In addition, it was reported that intermittent cartridge alarms (alarm 1) occurred with multiple cartridges during the load process. Reportedly, a new cartridge was filled and loaded successfully. Customer¿s blood glucose was between 138-164 mg/dl.